Manufacturer narrative:
Unit received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test or verify low battery alarm due to failed battery test.

Event description:
Customer reported via phone call that the insulin pump had failed battery test. Customer blood glucose level was 200 mg/dl. Customer also stated that there was corrosion inside battery compartment. The device will be returned for analysis.